Manufacturer narrative:
The site declined to provide patient identifier, age and weight, per (B)(6) privacy laws. 01/27/2016 a medtronic representative, following-up at the site, confirmed that navigation was tracking accurately during the procedure. 01/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 02/04/2016 a medtronic representative, following-up further at the site, reported there was no alleged inaccuracy with navigation for this procedure. Confirmed surgeon stated there was no problem with navigation. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report that, while in a spine procedure, there was an allegation of a deviation when placing a screw. It was reported that during a posterior spinal fusion surgery, ps which was inserted to l6 left deviated. It touched to a nerve root and caused severe pain after the surgery so that only l6ps was removed. There was no problem in navigation. Delay in therapy was greater than one hour before continuing. The surgeon completed the procedure with the use of the navigation system. It was subsequently confirmed the surgeon stated there was no problem with navigation. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.